Manufacturer narrative:
Therapy date for concomitants unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement due to "multiple of slacks", the lead was capturing in the ventricle during atrial pacing and was confirmed to have fallen into the ventricle. The lead was re-programmed and later repositioned and remains in use. No patient complications have been reported as a result of this event.